Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, an observation was noted that indicated high short v-v intervals recorded, sense polarity is unipolar in the rv lead and, unable to determine when polarity was changed beyond better sensing. The rv lead diagnostic trends are all stable and within normal limits. The rv lead remains in use, and will be closely monitored. No patient complications have been reported as a result of this event.